Event description:
It was reported while using bd vacutainer® edta 2k , one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The manufacturing location for this product is (broken bow). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: site legal name (FDA): becton, dickinson & co. - broken bow, ne / 68822. Site registration number (FDA): 19174113. D.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-apr-2026. G.1. Manufacturing location: becton, dickinson & co. (Broken bow). Investigation summary: bd received 100 samples and 2 photos for investigation. The photos show the product repackaged into the customer packaging and do not show the customer¿s indicated failure mode. The 100 returned samples were inspected with no issues identified. Functional tests were performed on 10 returned samples, and all tubes were within specification limits. Additionally, 100 retained samples were inspected with no visible defects. Functional tests were performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® edta 2k , one (1) tube underfilled. No adverse impact was reported regarding the patient or user.